Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. Zimvie received an unknown zimmer abutment for evaluation. Visual inspection was performed. A fractured abutment hex fragment was seen stuck inside the implant. DHR and complaint history review could not be performed since the lot and item number were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, device malfunction has occurred. A fractured abutment hex fragment was seen stuck inside the implant. The reported event has been confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Upon investigation, an abutment was found to be fractured at the hex. The doctor did not know reference number of the abutment.